Manufacturer narrative:
Follow up #1 submitted: 09/18/2015. The device was returned to the manufacturer and was investigated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump was unable to be powered on due to moisture damage as documented in medwatch report 2531779-2015-25573. Unable to adequately investigate the alleged call service alarm issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.